Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor support disk.

Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime, and insulin squirted out, followed by an alarm. The blood glucose reading was 10.4mmol/l. Troubleshooting was performed. It was stated that the customer is pregnant and she will be at the hospital. Advised that the insulin pump will be replaced. Instructed that the customer should revert to back up plan. No further information was provided.